Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, fatal error occurred. When patient came to select for nurse, the message showed a fatal error occurred on the underlying data source. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-oct-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that an error message was popping out a fatal error has occurred on the underlying data source. A field service engineer reimaged the station, configured it and upgraded remote support services to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.